Manufacturer narrative:
Additional information: catalog #: tsfb-35-145-uchida-031584-sgh-bh (form does not save catalog number due to limitation on characters.) Product code: dqx. Investigation - evaluation: a review of the complaint history, device history record, documentation, manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One damaged bentson straight heparin coated fixed core wire guide was returned for investigation. Coil elongation starts at 137.0 cm and stops at 146.0 cm. The distal weld is attached to the coil but has separated from the core. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based upon the information provided and the characteristics displayed, it is plausible to suggest that this incident was shipping or product handling-related during preparation. However, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. We have notified appropriate personnel of this event and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
Product code: dqx. Catalog #: tsfb-35-145-uchida-031584-sgh-bh. (B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
An international customer reported that the wire guide separated during removal of the wire guide from the holder. Clarification was provided that the outer coil of the wire guide stretched during removal of the wire guide from the holder. This occurred prior to patient contact. Another lot number of the same device was used to complete the procedure. No adverse events have been reported regarding the occurrence.